Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with an annular perimeter of 73.8 millimeters (mm), a pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm non-medtronic (z-med) balloon. Following the implant of the valve, a transesophageal echocardiogram (tee) was performed that revealed a pericardial effusion on the right atrium, and a contained sinus of valsalva (sov) rupture was suspected. The patient's hemodynamics were stable; therefore, no treatment was performed and the patient was monitored. Additional information was received confirming a rupture did not occur. The patient's calcified anatomy was a contributing factor to the event but per the physician, the valve and delivery catheter system (dcs) relatedness was unknown. Treatment consisted of follow-up observation.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0012697474); product type: 0195-heart valves. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with an annular perimeter of 73.8 millimeters (mm), a pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm non-medtronic balloon. Following the implant of the valve, a transesophageal echocardiogram (tee) was performed that revealed a pericardial effusion on the right atrium, and a contained sinus of valsalva (sov) rupture was suspected. The patient's hemodynamics were stable; therefore, no treatment was performed and the patient was monitored.